Event description:
Surgeon was performing a tonsillectomy using starion microceps. Everything went fine during the case and the device worked properly. The surgeon finished the case by irrigating the operative area, relaxing the mouth gag, waiting for about 1.5 minutes, reopening the patient's mouth, re-irrigating and clearing the esophagus with a ng tube. At no point after the mouth was reopened did the surgeon see bleeding. About five minutes later, as the patient was being awakened from anesthesia, but before the patient was wheeled out of the room, a small amount of blood was noticed coming from the patient's mouth. The anesthesiologist tried to suction and wait, but the bleeding continued. In an effort to ensure the bleeding was properly stopped, the surgeon had the pt re-anesthetized and reset for surgery. The surgeon discovered a vessel bleeding at the inferior pole of the right tonsil. The surgeon tried cauterizing with a suction bovie, but ultimately used suture to achieve litigation. The surgeon did not blame the starion device for the issue.

Manufacturer narrative:
The microceps forceps in question was not returned; therefore, no investigation could be conducted. No issues were found with the device history. Reference starion documentation pcr (B)(4).